Manufacturer narrative:
It has been confirmed by carefusion/bd that the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported that the ¿staff is saying that they are unable to detach the mask from the bag when they need to use in an emergency occurred with patients who received bag-mask ventilation that were intubated. When the therapist attempted to remove the mask from the bag to ventilate directly to the endotracheal tube after intubation the mask was ¿stuck¿. "The bag was unable to be interfaced to the endotracheal tube when the mask was stuck on the bag. There was a delay until another bag could be retrieved or the mask was dislodged by someone. No adverse reactions have occurred, but preventable delay did occur".

Manufacturer narrative:
Follow up submission no sample was provided for evaluation. At this time we are unable to confirm the reported issue. However, based on similar complaint investigations, a probable root cause is related to the current mirror finish surface on the elbow, which makes the mask very difficult to remove. CAPA was opened to further investigate this issue. CAPA (B)(4). The elbow will now contain a textured finish to allow the mask to be easily removed from the elbow.